Event description:
On (B)(6) 2009, patient reported there was moisture in her cartridge chamber. She stated that she noticed the motor sounds "kind of labored during a bolus". Patient reported the infusion device has not given any error messages. She stated she is drying out the moisture with a soft tissue. Patient reported when she cleans it out she sometimes sees it come back. Patient stated she has not been very careful about how she inserts the cartridge and wonders if she may be spilling insulin into the chamber when she changes the cartridges. Patient reported she wanted to continue to troubleshoot and pay attention as she changes the cartridges just to be sure she is not doing something incorrectly in her haste to change the cartridge. Patient stated she was using an industrial battery. Advised against super cell, heavy duty or industrial batteries. Patient reported she inserted a new battery and performed a bolus. She reported the labored noise went away. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.